Manufacturer narrative:
H6: imdrf device problem code a150103 captures the reportable investigation result of clip premature deployment with an unknown anatomy. H10: (investigation results): the returned resolution 360 clip was analyzed, and a visual evaluation noted that the device was returned without the clip assembly. In addition, microscopic inspection revealed that the device has evidence of premature deployment (yoke is attached to the control wire). No other problems with the device were noted. Upon analysis, it is important to note that the presence of the clip assembly is crucial to the investigation, as the reported event is directly related to this component. To determine the root cause of the problem encountered by the physician, inspection of the clip assembly is necessary. Although the exact cause cannot be confirmed, it is most likely that the problem resulted from operational factors during the procedure such as attempting to open the clip after activation, the physician's deployment technique, the scope's position or angle, or detachment of the capsule due to contact with a surface. However, these remain hypotheses. Therefore, the most probable root cause for the reported complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on an unknown date. They noticed a non-compliant problem in one of their products. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results which revealed that the clip prematurely deployed. Please see block h10 for full investigation details.